Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; distal segment returned and analyzed.

Event description:
A competitor reported that the patient received multiple shocks for what appeared to be noise. The competitor technical consultant stated that there appeared to be a lead issue, possibly a micro-fracture or insulation breach. It was further reported that the patient had frequent inappropriate shocks related to lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.